Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to the video connector pins being bent. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during preparation for use of their video system center device. It was discovered, to have had damage to the video connection port in the form of a bent pin. The issue was noticed, at the beginning of the day before cases had begun. So it was not used in any procedure. Upon inspection and testing of the returned unit. It was discovered, that the damage resulted in a loss of image. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, it was discovered, that the reported bent connector (which was confirmed), also had resulted in a loss of image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.